Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized because he was injured at work. Customer had sliced open his left calf. The wound became infected and required hospitalization. Customer stated the hospitalization had nothing to do with the 530g system. No further information reported.